Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters from lot 2216568, and 1 catheter from lot 2179472 failed to retract the needle during use. The following information was provided by the initial reporter: "reported issue: fail to retract the needle once the safety button is. There were several instances of the needle not retracting after the button was pushed on (B)(6) 2022. Was there any patient impact or harm? If so was there a need for any medical intervention or treatment? There were no exposures or patient/staff harm. We had issues with lot #'s 2179472 and 2216568. Both were failure of the safety device that retracts the needle when the button is pushed."

Manufacturer narrative:
The following fields were updated due to additional information received from the customer: b.5. Describe event or problem: it was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters from lot 2216568, and 1 catheter from lot 2179472 failed to retract the needle during use. The following information was provided by the initial reporter: "reported issue: fail to retract the needle once the safety button is... There were several instances of the needle not retracting after the button was pushed on (B)(6) 2022. Was there any patient impact or harm? If so was there a need for any medical intervention or treatment? There were no exposures or patient/staff harm... We had issues with lot #'s 2179472 and 2216568. Both were failure of the safety device that retracts the needle when the button is pushed." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2216568. D.4. Medical device expiration date: 31-jul-2025. H.4. Device manufacture date: 17-aug-2022. D.4. Medical device lot #: 2179472. D.4. Medical device expiration date: 30-jun-2025. H.4. Device manufacture date: 01-jul-2022. Investigation: h.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received nine 22gx1.00in insyte autoguard devices from lot 2179472. A gross visual inspection shows that all the units received were sealed in packaging with no apparent physical damage. The units were removed from the packaging and tip adhesion was performed and safety buttons were activated. Upon activation, the needles retracted safely in the safety shield without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter failed to retract the needle. The following information was provided by the initial reporter: fail to retract the needle once the safety button is pushed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.